Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Six (6) tests for air in line alarms were conducted, and in all six (6) tests the pump alarmed correctly. The air in line sensor fluid and air filled electronic display value were also tested and both were within specification. Log review supports that the pump alarmed and performed as designed and intended. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: staff were administering ivig infusion, patient's family noticed air in line and reported to clinical staff, who also verified air in line up to second port closest to the patient, but pump did not alarm. No patient injury.